Manufacturer narrative:
This report is submitted on march 12, 2018, (B)(4).

Event description:
Per the clinic, the patient developed an (B)(6) infection at the implant site, and was subsequently treated with antibiotics (type, date and duration not reported).